Manufacturer narrative:
Results: the complaint for ¿uncomfortable shocking/jolting stimulation, invalid impedances¿ was confirmed. The lamitrode lead had broken wires in paddle. The broken wires and intermittent contact can cause invalid impedance and jolting sensation. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's pre-op for their ipg replacement surgery (reference MFR report #1627487-2015-07048) the patient was experiencing uncomfortable shocking and jolting sensations from her scs lead. Intra-operative testing revealed high scs lead contacts. The lead was explanted and replaced during the surgery, and the issues had reportedly resolved postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.